Event description:
(B)(4). Device was provided by insurer. I asked my dr if I can still do ab workouts, do yoga, kickboxing, zumba, run, bike ride, rollerblade? Could I be allergic as I cannot use birth control pills due to side effects? Dr told me I could all activities and the device would not interfere and no one is allergic to nickel and my mensural cycle would be less to nonexistent, it's been on the market for years with no issues. This was not the case for me. My stomach is hard and puffy. I can not do ab workouts at all. Pain in my lower abdomen; my calves burn and have painful cramping; my hands go numb during the night and upon waking through couple hours of starting the day; I have swelling in my hands; had physical therapy for numbness; mensural cycle is very heavy and getting worse with extreme blood clots and excessive bloating~had vaginal ultrasound, frequent yeast infection and bacterial infection; swelling of ankles and feet worsens as the day goes on; gluten sensitivity~rashes and hives on my scalp, arms, neck, chest and stomach and face break outs; hair loss daily; change in vision for far away; constant pain in upper stomach to the right at end of rib near gall bladder~had stomach ultrasound showed polyp in gall bladder and kidney, MRI showed fluid in lung lining, xray, upperendoscopy showed barrett's esophagus; painful lumps in breast~had to see breast clinic was told chronic inflammation; constant bloating entire front of stomach from upper stomach to lower and it's painful; memory loss/brain fog; intermittent high blood pressure; high cholesterol; tired; difficultly controlling blood sugar levels~ type 1 diabetic since 1983;